Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned.